Event description:
Healthcare professional reported "rupture", "soft", "changes in shape and position", "ptosis grade lll" this record is for left side. The device remains implanted. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and visibility/palpability.